Event description:
During servicing by baxter, technical service identified that the affinity 4 bed frame power cord was cut, exposing copper wires. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Manufacturer narrative:
Upon inspection, the baxter technician found the power cord needed to be replaced. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the baxter maintenance records show baxter last performed preventative maintenance on this bed on sep 17, 2024. It is unknown if the facility performs preventative maintenance on their beds. The power cord was replaced to resolve the issue. Based on this information, no further action is required.